Manufacturer narrative:
The patient was scheduled for additional follow-up. The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited low out of range shock impedance measurements. Measurements were typically around 59 ohms with only two measurements below 20 ohms noted within a couple weeks time. Brief episodes of noise were also stored however noise could not be recreated in clinic. Boston scientific technical services (ts) discussed the possible causes and troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating the patient had never received therapy from the device and elected to have tachy therapy programmed off. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The terminal leg segments were returned for analysis, severed 35 - 43 millimeters (mm) from the terminal pins. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.